Event description:
It was reported that the physician was attempting to treat a moderately calcified lesion with 80% stenosis in the right coronary artery (rca) using endeavor resolute drug eluting stent. The vessel is non-tortuous. It was reported that the device could not cross the lesion. It was noted that the stent was damaged. The lesion was pre dilated using a 2.0 x 20mm balloon and inflated to 12 atm. Another stent was used to complete the procedure. The device was removed from packaging as per IFU, inspected and prepped prior to use with no issues noted. No resistance encountered while advancing the device. No excessive force was used during delivery. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. There was no injury to patient.

Event description:
Evaluation summary: the sheath and stylette were unable to be removed, the stylette was cut distal to the distal tip to view the stent for analysis. The distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th, 11th and 13th distal segments were misaligned with raised struts.

Manufacturer narrative:
Results: patient condition affected effectiveness of device (difficult lesion morphology/anatomy); inherent risk of procedure (stent deformation); no device received for evaluation). Conclusion: device failure/lack of effectiveness related to patient condition (difficult lesion morphology/anatomy); known inherent risk of procedure (difficult lesion morphology/anatomy). (B)(4).